Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not displayed the medication. The station experienced a power outage over the weekend, and despite reboot attempts, no results were displayed when searching for a medication after selecting a patient. The customer stated that this malfunction occurred while dispensing the medication, they were unable to access the medication from the affected cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.